Event description:
The surgeon attempted to implant lens, but the haptic was damaged as it was being inserted. The incision was enlarged to remove the lens and required a suture. No more information has been forthcoming.